Event description:
The instruments were used during a laparoscopic cholecystectomy. It was reported the 355l blade was exposed when inserted. No tissue was damaged as a result. The 511s trocar gasket fell into the trocar shaft. It did not go into the pt and was retrieved from the shaft without difficulty. There was no consequence to the pt.

Manufacturer narrative:
A,b)based upon the info received and the visual examination, it could not be determined why the instrument's blade reportedly remained "exposed" during surgery. The instruments were re-armed and cycled repeatedly without incident. The instruments' safety shields were examined and tested and found to fucntion as designed. Note: one intra-operative photo was received with the instruments depicting an instrument with an exposed blade. It could not be confimed if this was one of the instruments received.